Event description:
The IV pump bolused 1 liter of saline without being programmed to do so. The pump had been working as expected up to this event. Several staff members verified the programming. The pt was assessed for signs of fluid overload. Vital signs were stable and he denied any shortness of breath.